Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The hospital has informed us that their patient fell. X-rays demonstrated that the stem had fractured. Revision is foreseen for 1st of april.